Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis indicated that a bent at tip was noted and there was a stretched in helix may have been result of handling damage.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a physical damage on the electrode end during an implant procedure. When the physician tried to force the lead around a bend into the superior vena cava (svc), the tip of the lead prolapsed and bent. This rv lead was never in service. No adverse patient effects were reported.